Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent an open reduction internal fixation (orif) surgery for a distal humerus fracture on (B)(6) 2019. During the surgery, the surgeon tried to bend the variable angle (va) locking compression plate (lcp) distal humerus plate on the advice of the sales representative, that he can bend the plate just one time. When the surgeon bent the plate carefully using a plier, the plate broke and a screw hole was cracked and deformed. The surgery was completed using another plate without bending with a different size. There was a surgical delay of less than 30 minutes. There was no adverse consequence to the patient. Concomitant device: unknown pliers(part# unknown, lot# unknown, quantity#1); this report is for one (1) 2.7/3.5mm ti va-lcp medl dstl hum pl/1h/rt/69mm-short-ster; this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: the va-lcp dhp 2.7/3.5 med r short 1-ho l69 is intact but cracked at the third threaded hole for locking screws. At both sides of the cracks the plate shows marks and nicks in various areas of the plate caused from unknown instruments during pre-bending. The anodized golden color has disappeared around the bending area. Dimensional inspection: because of the existing use related damage on the plate a dimensional inspection cannot be conducted and is not required. Drawing/specification review: the cause of the complained malfunction is a post-manufacturing caused breakage/damage due to mechanical overload to the implant, therefore no drawing/specification review is required. Material: the manufacturing documents and the examine statement dated 28 february 2018 for raw material were reviewed and confirmed to be correct per the specification with no non-conformance noted. Conclusion: the plate shows marks and notches in different areas of the plate caused by unknown instruments during pre-bending. The type of damage indicates that the plate has been bent too much and is cracked due to mechanical overload. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 04.117.401s. Lot: l948902. Manufacturing site: (B)(4). Release to warehouse date: 02. July 2018. Expiry date: 01. June 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The raw material was confirmed to be correct per the specification with no non-conformance noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.